Manufacturer narrative:
(B)(4). Report 3003898360-2020-01044 is being retracted due to additional information which indicates that the event involved loose staples in the package, not clips falling from the applier. Report 3003898360-2020-01044 is not a reportable event.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: clip falling. During use on a patient.